Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 124mg/dl fasting. Verified test strips expire 07/21/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 278mg/dl and 275mg/dl, non fasting. Reviewed meter memory: (B)(6). Customer is concern with all the results that are above 200s, but especially results 294mg/dl (B)(6) 2015 @ 7:43pm. Customer is calling about high blood sugar, customer states that for about two weeks not her glucose has increase. Customer wants to check the strips to make sure the meter is working properly. Customer states that her last a1c 6.3. Customer normal glucose range is 124mg/dl . Customer states that she have been sick with her sinus and is taking some antibiotics and is not sure if that is what causing the increase in her blood sugar. Customer is requesting the control solution to test the meter. Adverse event not reported.